Event description:
A hospital in (B)(6) reported that the water feedset tube of an mr290 autofeed humidification chamber leaked at the connection of the tube and the bag spike after two days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was received at our (B)(4) facility for evaluation. The chamber and water feedset were both visually inspected and performance tested. Results: no physical damage was observed to the returned chamber or the water feedset tube. No leak was found at the feedset tube. Sufficient glue was found at the spike and feedset tube connection and the bond was secure. When connected to a water bag, the chamber filled normally. Conclusion: we were unable to determine the cause of the reported fault. Our investigation confirmed that both the chamber and the water feedset were functioning correctly with no leak.